Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station displayed a frozen screen. No patient or user harm was reported. A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. The cause of failure could not be determined.